Event description:
It was reported that a female patient underwent a breast surgery with an unspecified tissue expander and reported the tissue expander as defective post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective device. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective device. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified tissue expander and reported the tissue expander as defective post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On february 18, 2022, mentor received additional information about the device catalog number and device lot number. The catalog number was updated to 3548224. The device lot number was updated to 9478424. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, mentor received additional information regarding the patient's details, date of event, serial number, date of implant, affected implant side, health effect - clinical code, and medical device problem code. The patient's details including the patient's age (35 years old), date of birth (B)(6) 1986, and weight (93 kg) was updated in section a of this report. The date of event was update to (B)(6) 2021. The health effect - clinical code was updated to "deformity/disfigurement (e2308)". The medical device problem code was updated to "material rupture (a0412). The serial number was updated to (B)(6) . The date of implant was updated to (B)(6) 2021. The impacted implant side was determined to be the left side. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On march 29, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample ce med height te 550cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.4 cm. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacture's reference number: (B)(4).